Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation. Concomitant medical device(s): 300-62-02 - stemless humeral comp integrip, cage, size 2; 310-61-44 - stemless humeral head 44mm x 17mm x alpha.

Event description:
As reported, approximately 3 years post op the initial left tsa, this (B)(6) female patient's was revised due to aseptic glenoid loosening. Patient had a subscap failure and a loose tsa glenoid in stemless implant. The case report form indicates this event is possibly related to devices and/or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (d4) serial number: (B)(6), expiration date: 24-jun-2023 (h3) the revision reported was likely the result of both patient-related conditions and an insufficient bond between the cage glenoid and the bone, which led to aseptic (non-infected) glenoid loosening. However, this cannot be confirmed as the device was not available for evaluation and pre-revision x-rays were not provided. (H4) device manufacture date: 26-jun-2018. Section h11: *the following sections have corrected information: (d10) concomitant device(s): 300-62-02, 5483855 - stemless humeral comp integrip, cage, size 2, 310-61-44, 5351181 - stemless humeral head 44mm x 17mm x alpha.